Event description:
It was reported that customer experienced intermittent, on going high blood glucose levels (bg) displayed as "high" mg/dl . Cause of bg was unknown in all instances. Customer declined further troubleshooting therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.